Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram, start dose, intraperitoneal and duration was not reported), amikacin injection (100 mg, once a day, intraperitoneal and duration was not reported) and supacef injection (500 mg, once a day, intraperitoneal and duration was not reported). At the time of his report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.